Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) shut itself down and when it was booted up there was blue screen. Before swapping out the cns with a spare, the bme attempted hdd troubleshooting and the blue screen occurred on both drives. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) shut itself down and when it was booted up there was blue screen. No patient harm was reported.